Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that the customer ordered product code 0313 but when the box was opened product code 0313m was inside the box. It is unknown if this was during a procedure and there were no patient consequences reported.